Event description:
It was reported that the user accessed the ilet "fill tubing only" screen while still connected and delivered 4.1 units of insulin, and also ate without entering a meal announcement, after which their glucose measured 265 mg/dl and subsequently trended down to 212 mg/dl following corrective insulin. Investigation included review of synced device data and user report. Further investigation of this case revealed user technique and use error related to activating fill while connected and omitting a meal announcement, with no device malfunction identified. Symptoms included elevated blood glucose consistent with hyperglycemia without reported clinical sequelae. Outcomes included monitoring at home without medical intervention, emergency treatment, or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was attributable to use error with hyperglycemia as the clinical effect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.